Manufacturer narrative:
According to a crm update from product support, the patient's phone call recording was reviewed and reported product condition was a kinked cannula. The medical device problem code in h6 has been corrected and reportability remains unchanged.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient reported the cannula did not insert as expected into the infusion site (arm). Additionally, the patient reported insulin leaking from the pod. The patient was able to resume treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.